Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that few days after the implant, the right atrial (ra) lead exhibited high thresholds.the x-ray showed there was no slack on the ra lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: lnq11 cardiac monitor, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that few days after the implant, the right atrial (ra) lead exhibited high thresholds. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.